Event description:
The pt had reported he experienced an overdose after a pump refill in 2006. The hcp reported the symptoms were somnolence and obtundation. The pump rate was decreased. The pump was evaluated and "appeared to be functioning well." The hcp also reported the pt may have taken his wife's oral medication. The pt is reported to have recovered without sequela.